Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over (5) years, since the subject device was manufactured. The device was returned to olympus for inspection. And the reportable malfunction was confirmed. Based on the facts obtained from the investigation, it was presumed that front panel flashes, due to filter turret failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source panel flashes. The issue occurred during preparation before use for an unspecified procedure that was completed by using a similar device. There was no delay in the procedure and no reports of patient harm.